Event description:
It was reported that a patient (pt) from (B)(6) had a break in aseptic technique during peritoneal dialysis (pd) therapy, which caused peritonitis. Approximately eleven months prior to this report, the patient began treatment with dianeal pd2 1.5% and dianeal pd2 4.25% (doses, frequencies, and lot numbers not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). The action taken with dianeal therapies was not reported. On an unreported date, the patient had a break in aseptic technique, described as "touched the tip of transfer set 3-4 times and reused the pd bag." On an unreported date, about 2 weeks prior to this report, the patient experienced peritonitis manifested by hazy dialysate and abdominal pain. On the same date of this report, the pt was hospitalized for the peritonitis. On an unreported date, the patient was treated for the peritonitis with ciprofloxacin and vancomycin (doses, frequencies, routes and lots not reported). On unreported dates, the patient was treated for the peritonitis with capsule cloxacillin (500mg, every 6 hours, orally) for 2 weeks and injection gentamicin (8mg per 2l bag, ip, for every exchange, frequency reported) for 2 weeks. On an unreported date, the pt experienced slight abdominal pain during fill time and drain time. On an unreported date, the patient's pd effluent was becoming clearer. On the same day as being hospitalized, the pt began receiving re-training in proper aseptic technique, which included instructions of how to avoid touching the tip of the transfer set. On an unreported date, re-training of the pt was completed. At the time of this report, the pt was recovering from the peritonitis.

Manufacturer narrative:
(B)(4). On an unreported date in (B)(6), the patient experienced peritonitis. The cause of this peritonitis was use error reported to be a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.